Event description:
It was reported that during a scheduled filter retrieval, imaging identified the filter was tilted approximately 45 degrees. The physician used a recovery cone and retrieved the filter without any complication. Following the successful retrieval, the physician identified that one of the filter's legs was missing the curved portion of the foot. The physician was unable to locate the fragment and given the size of the missing hook, the physician decided not to attempt retrieval. The pt was reported to be asymptomatic. There was no injury to the pt. The filter had been implanted for approximately 16 months.

Manufacturer narrative:
The device history records could not be reviewed, as the lot # was not provided. The g2 filter was received for eval. One of the legs had a partially detached foot. The remaining part of the foot measured at approximately 1.5mm in length. It can be assumed that the missing detached piece of the foot measured at approximately 1.5mm in length. Images were received for eval and showed the filter tilted approximately 20 degrees. However, the alleged detached foot could not be seen on the images as images provided were of only one plane and increasing the magnification did not provide a clear indication of the filter feet detachment. Post filter retrieval images show the filter with a detached foot. Based on the product eval and the review of the images, the complaint is confirmed for the detached foot and the filter tilt. The root cause is unk. The current IFU (information for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filters fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.